Event description:
It was reported that the patient expired during the implant procedure of a leadless implantable pulse generator (ipg). It was reported that the patient experienced possible catheter induced perforation. The patient appeared to become bradycardic during the procedure. Respiratory failure and cardiac tamponade were noted. It was reported that the initial attempts to cross the tricuspid valve (tv) were noted to be difficult. The delivery system was eventually readvanced to the right ventricular (rv) septum, contrast confirmed septal position and the leadless ipg was deployed.  Intubation, cardiopulmonary resuscitation and full code measures were taken.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 28-apr-2023 / serial#: (B)(4) / UDI #: (B)(4). Device available for evaluation? No, mfg date: 04-nov-2021 labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.